Manufacturer narrative:
The physician performed right femoral artery puncture and catheterization. After successful puncture, blood leakage from the catheter was observed. The catheter was immediately removed and pressed to stop bleeding. The catheter was replaced and left femoral artery puncture was performed. After successful catheterization, a pressure sensor was connected for picco monitoring. The faulty part was discarded by customer. It was confirmed that the fluid leakage was approximately 5 ml. Picture of the leaking picco catheter was provided and the reported issue was confirmed. The defective part was not returned for investigation. The cause of the issue could be determined as related to cracked picco catheter. Overall, investigations did indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as likely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. In general, a monitoring technology is considered as diagnostic aid, but not directly used for diagnosis or treatment.

Event description:
It was reported that after successful right femoral artery puncture, blood leakage from the catheter was observed. No harm to patient was reported. Manufacturer reference # (B)(4).